Event description:
During the procedure, the temperature would not increase past 30 degrees and the procedure was cancelled. Motor and sensory testing functioned as intended but when attempting a lesion, the temperature would not increase. The procedure was rescheduled and completed successfully on november 17th. There were no adverse consequences to the patient due to the cancellation. The generator was tested following the rescheduled procedure and functioned as intended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received and electronic data, the reported incident is verified to have occurred, but the cause of the low temperature and subsequent procedure cancellation could not be determined.